Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported receiving alerts to change cartridges and that the sensor was reconnecting. The patient confirmed addressing the cartridge change but stated that when pressing pause to shower, insulin continued to flow. The agent offered to walk through the pausing process, but the patient declined. The agent requested a video demonstrating insulin flow while paused, but the patient stated he was running late for church and would address it later. The patient also asked about silencing all alarms at night. The agent explained this is not possible for safety reasons, which the patient did not like but acknowledged. The agent was unable to verify if the patient was pausing the device correctly during the call. The patient reported using a dexcom g7 sensor. The agent explained that the reconnecting error is typically a brief connectivity issue, often resolved by toggling bluetooth or restarting the phone. The patient attempted turning bluetooth off and on but was unwilling to troubleshoot further due to time constraints. The agent understood. No clinical signs or symptoms were reported, and no medical intervention required or reported at the time of call.